Manufacturer narrative:
The tsr inquired how the measurement was taken, and the customer confirmed the meter sensor was placed over the bubble mattress without the disposable cover. The tsr then suggested to the customer to add the cover and to retake measurements, per manual instructions. The tsr also instructed the customer on how to adjust the intensity using the potentiometers on the unit. On 7 mar 2018, the tsr followed up with the customer on the status of the device and left a message to the customers. On 16 mar 2018, the tsr contacted the customer again to follow up, and the customer confirmed that they were successfully able to adjust the intensity to specifications.

Event description:
The customer reported to a natus technical service representative (tsr) that their neoblue cozy unit was reading high (43.1 microw/cm2/nm) when measured with a natus radiometer. No death, serious injury, or harm to patients/users has been reported. No delays in treatment or environmental concerns have been reported.